Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's husband reported that this wife was on pump and her infusion sets kinked. Reportedly, the tubing was clogged which led to high blood glucose level (800 mg/dl at the time of the incident). She was not able to think clearly and had flu like symptoms. Moreover, her husband stated that he had left for work and her wife's pump was on but when he came back 8 hours later, her pump had come off and she had peed in the bed and threw up. He checked her blood glucose and the meter showed high. He was unsure if any alarms had occurred. The patient was transported by the emergency medical service and during her stay in the hospital, she had blood investigations done, was put on a catheter and intravenous insulin drip. Initially, she was admitted in the intensive care but was shifted into a room as her blood glucose dropped that night. She was hospitalized for three days. No further information available.